Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the patient was originally treated for. The product was implanted on (B)(6) 2009. There were no reported complications during surgery. The patient was seen on (B)(6) 2009 and on (B)(6) 2009 and no complaints were reported. There have been no further follow-up visits with the patient's surgeon. The complaint via the attorney was that the patient suffered an injury (unspecified). It is not know when the event occurred. It is not known what the patient's current condition is. No information has been confirmed by a health care professional.